Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were out of range on the day of the event. The ccc specialist found that there was an aliquot probe aspiration error on the day of the event. A siemens headquarter support center (hsc) reviewed the instrument data. The hsc discovered that the electrolyte samples were processed immediately after the customer tested a sample for different method. The operator of the instrument performed a precision study on electrolytes (na, k and cl), which failed. The qc was performed, which recovered within acceptable range. The second precision study on electrolytes was performed, which passed. The hsc concluded that the cause of the event was due to an obstruction in the integrated multisensor technology (imt) probe that occurred after the autodilution of the initial run of the sample for different method. The obstruction impacted the imt dilution by the imt probe for the patient samples for electrolytes as well as the first precision study ran for electrolytes. The issue was resolved after the operator performed repeated processing of samples and also flushing the samples through the imt probe, which were used during the precision study. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.